Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor ruptured during filling. The device was being filled with fentanyl citrate. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under CAPA-(B) (4). (B) (4)